Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. Section g2 was corrected with information to align with the initial report. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the spark issue could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being submitted to correct the legal manufacturer's contact information and facility registration number. The facility registration number is 3011050570.

Manufacturer narrative:
The device is not expected to be returned for evaluation. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that while using the soltive premium superpulsed laser system, the laser banged, and a spark had been seen from the machine. The issue occurred during the therapeutic procedure (furs lithotripsy), there was an unknown length of delay (for equipment replacement) and the patient was under general anesthesia. The procedure was completed with a similar device. There was no patient harm associated with the event.